Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2024 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 13-oct-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer received product performance data and the controllers subsequently tested out of specification during manufacturer¿s analysis. The controllers remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. No performance allegations were made against the devices; therefore, the purpose of this investigation is solely to address the findings identified during analysis of the controller log files. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2025 at 17:12:07 and multiple event exceptions logged since (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 17:23:55, indicating a physical disconnection of the driveline from the controller, likely due to a controller exchange. Review of the event log file associated with (B)(6) revealed a controller power up event with an associated motor start event was logged on 26/jul/2025 at 16:34:21. Review of the controller log files associated with (B)(6) also revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 16:34:25, indicating that the controller was powered up without the driveline connected. The alarm cleared at 16:35:10, after which a motor start event was recorded, indicating that the driveline was connected to the controller. Further review of the event log file revealed that the controller was not in use prior to the controller power up event, indicating that the power up event occurred during a controller exchange. As a result, the findings were confirmed. Based on the available information, the most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to a physical disconnection of the driveline from the controller, likely due to a controller exchange. The most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to the controller being powered up without the driveline connected. The most likely root cause of the controller power up involving (B)(6) can be attributed to a controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.